Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by the mvs uninterruptible power supply (ups) not maintaining a proper charge. The ups was replaced which resolved the issue. The replaced ups has not been received by the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the imaging system was unable to be moved without the mobile view station (mvs) powering off immediately. The rep plugged the mvs in and it restored functionality. No patient was present during the time of the reported incident.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.